Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that during the implant procedure and before a second induction, the device oversensed non-physiological noise and delivered a shock. After the shock, there was an occasional non-sustained oversensing pattern noted. The physician disconnected the leads from the device, tested with an analyzer, removed some blood and fluid in the header and reconnected the leads. All the numbers were good and no oversensing was seen for a while and then the electrogram showed intermittent noise again. The right ventricular (rv) lead pace/sense pin and atrial lead pin were switched and tested and no oversensing could be seen. During pocket closure, oversensing was noted again. The device and rv lead were both removed and replaced. No further patient complications have been reported as a result of this event.